Manufacturer narrative:
(B)(4). Device evaluation: the customer reported during insertion the sheath "flowered/bunched up" was not confirmed. The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. Photos of the distal end of a dilator inserted through a sheath were provided by the customer. Due to the poor clarity of the photos, further analysis could not be performed. The instruction booklet provides insertion techniques for the sheath/ dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary. The booklet also cautions the user not to withdraw the tissue dilator until the sheath is well within the vessel to minimize the risk of damage to the sheath tip. A device history record review did not reveal any manufacturing related issues. A risk evaluation was performed for this issue. The probable cause of the damaged sheath could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the sheath "flowered/bunched up". As a result, another kit was used to complete the procedure. There was no patient death or complications reported. During the procedure no skin nick was done. The clinician reported they do not perform a skin nick, they double dilate if necessary.